Manufacturer narrative:
To date, the product has not been returned to the manufacturer for investigation. Upon return of the product, an investigation will be completed and a follow-up report sent.

Event description:
It was reported that two pieces of the cannula came off during surgery and fell into the patient. The items were retrieved, and there was no report of injury or surgical delay.